Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: size 4 tritanium tibial baseplate; cat #: unknown; lot #: unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Not available.

Event description:
It was reported that the patient's right knee was revised due to pain. A size 4 tritanium tibial baseplate and 4x13 ps insert were revised to a universal baseplate with stem and 4x16 ps insert. Rep confirmed that no further information will be released by the hospital or surgeon.